Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing fever and signs of infection at the lead insertion site. The patient underwent a lead explant procedure and was hospitalized for antibiotic treatment. It is unknown whether the infection was device or procedure related.

Event description:
A report was received that the patient was experiencing fever and signs of infection at the lead insertion site. The patient underwent a lead explant procedure and was hospitalized for antibiotic treatment. It is unknown whether the infection was device or procedure related.

Manufacturer narrative:
Additional information was received that the physician believed the infection to be procedure related and not device related.